Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the lap top ventilator 1200 has low tank pressure alarm. The customer switched the tank and still getting the alarm and the mount is also loose. The confirmed that there is no patient involvement associated with this reported event.

Manufacturer narrative:
Vyaire complaint number (B)(4). Results of investigation: a vyaire service technician was unable to reproduce the reported issue. The unit was tested and found to be functioning as intended.